Event description:
The right side of the construct disassembled overtime leading to a revision surgery for a partial removal of the osteosynthesis assembly. Ldr medical made many attempts to obtain further info from the surgeon such as xrays and a surgery report, but no answer came through except the removed implants. Eval of the removed implants it was determined that the construct was not tighten enough to achieve its standard performances. This occurrence is the first one as acknowledged by ldr medical and is then considered as an isolated incident due to a surgical error. The above info was provided to ldr spine USA by ldr medical in order to create this report. The event occurred outside the USA and was reported to ldr medical in (B) (4). This report is following an internal review of complaints at ldr medical for MDR reporting status. After review, it was determined that this event meets the criteria for a reportable event in the USA. The info has been transmitted to ldr spine for reporting by the qa mgr. Ldr spine was notified of this event on 06/23/2009.

Manufacturer narrative:
Additional catalog #: es507t(2); exp date: 04/01/2012. Additional MFR date: 04/2007. Updated form - the initial report was sent on 05/29/2009. No new pt, event or device info has been revised since the original MDR submission. We have spoken to rsmb and are submitting the updated form FDA 3500a, enclosed with the original report submitted, per our conversation with (B) (4) and (B) (4).